Manufacturer narrative:
One bi-directional, curve d-f, tacticath sensor enabled contact force ablation catheter was received for evaluation. No anomalies were noted at the catheter distal tip. Electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. In addition, the device met specifications during temperature testing, occlusion testing, and leak testing. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported high impedance and subsequent blood clot remains unknown.

Event description:
Related manufacturer ref: 3005334138-2021-00488. During a paroxysmal atrial fibrillation ablation procedure, a blood clot was noted. The pulmonary vein isolation was performed after mapping and a recurrence at the final confirmation was noted, so radiofrequency energy was delivered at 45 watts. When it took two or three seconds from the ablation start, the impedance value would increased up to 10 ohms. The ablation was stopped and the catheter was then confirmed. At that point, a blood clot was noted on the catheter while on the anterior wall side of the right atrium right pulmonary vein. After that, several points were ablated with the reported catheter as the blood clot had adhered to the catheter and the procedure was completed with no adverse consequences to the patient. The activated clotting times during the procedure were noted to be 412, 395, and 445 and the patient did not have a predisposition to thrombus.